Manufacturer narrative:
(B)(4), evaluation of the returned device confirmed the reported no audio output.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output.